Event description:
In 2009, initial surgery was done with chs plate system for trochanteric fracture. Four hole plate was used. No bone substitute was used. During the surgery, the lag screw was not inserted deeply enough. The doctor thought that was because the pt's bone quantity was not enough and the fractured bone was commuted. Four months later, it was found that all screws were backed out and the plate was not fixed. The doctor thought that too much load was applied to the screws because the fractured bone was not united. At approx 2 months later, another surgery was done to replace all the implants. Bone paste was used to enhance the fixation of the lags screw. Bone substitute was also used for the fractured part of trochanter.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.